Event description:
It was reported that during the cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure, prior to inserting all the pin of the lead to the device, the physician noticed that this right ventricular (rv) lead was unsheathed and was exposing conductors' fibers. The physician opted to repair this lead with lead repair kit. After the lead was fixed, lead measurements were stable. No new leads were implanted. The plan is to closely monitor the patient, and this rv lead remains in service. No additional patient adverse effects were reported.